Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced multiple infections at her cannula sites on (B)(6) 2025. One of these infections led to sepsis. To prevent further infections, the patient now cleans the planned insertion site with chlorhexidine gluconate solution, applies a transparent medical dressing, and after removing the infusion set, cleans the site with povidone-iodine. If itching occurs at the insertion site, she applies lidocaine. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.